Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced st segment elevation. During a pulsed field ablation (pfa) procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use. The pfa portion of the procedure was completed, and the farawave catheter had already been removed from the patient when the patient experienced st-segment elevation in leads ii and iii. According to the physician, the event occurred during the exchange to a non-boston scientific (non-bsc) rf catheter, using a non-bsc sheath. The physician reported that the st elevation may have been caused by air ingress during the insertion of the rf catheter. An interventional cardiologist was brought in to perform a coronary angiogram. The patient's st segments normalized shortly after the event was identified, and the patient was stabilized. The physician proceeded with the remainder of the procedure without further incident. The patient is expected to fully recover.